Manufacturer narrative:
(B)(4). The device was returned and evaluated by the product analysis lab. A review of the device logs verified the occurrence of an increased intra-peritoneal volume (iipv) event. Upon evaluation of the returned sample, the device was determined to meet functional and electrical performance specification requirements. A visual inspection was performed with no issues noted related to the reported event. The device passed all check and calibration tests during servicing and a one hour simulated therapy was successfully completed. A service history review revealed no previous service events that were related to the reported condition. Upon conclusion of the investigation, the cause of the iipv event was determined to be an insufficient drain due to a false empty detect at the initial drain. Initial drain volume setting requirements for therapy were met based on the patient's last programmed fill volume. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced an increased intra-peritoneal volume (iipv) event during the initial drain phase of peritoneal dialysis therapy. It was determined that the patient drained 3529ml coinciding with a fill volume of 2000ml. The technical service representative assisted the patient with ending therapy. The patient planned to complete therapy using manual supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.